Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 1 was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during a dwell cycle. The patient stated that a supply bag fell and disconnected. Gts advised the use of new disposables and to contact their dialysis nurse. Product surveillance contacted the patient who explained that no companion samples, or the lot number were available. The patient stated that the issue was them having too small of a table. The patient stated their son would be purchasing a new table to resolve the issue. No injury or medical intervention was reported.